Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case was for two vertebrae on levels l4 ¿ l5. During procedure, left l4 was medial to what the plan was. All others were executed accurately. No neuro-monitoring issues. No patient harm was reported.